Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 16, 2010, for investigation. A visual inspection revealed that the cutter had been actuated. The casing of the cutter appeared to have split apart during actuation. The device was bloody. Based upon this visual observation, the reported complaint "the housing came apart" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if add¿l info is obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the button on the aortic cutter of the heartstring iii proximal seal system was pushed, it made a noise, the housing came apart, and the cutter came out further than usual. A new kit was used to complete the procedure. There were no pt effects. The product was returned.